Event description:
It was reported that the patient had a seizure and a fall on (B)(6) 2014. This was followed by the dizziness and bad headaches. No de vice allegation mentioned. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v994410, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).